Event description:
The patient's ICD was interrogated because of multiple inappropriate shocks. No ventricular arrhythmias noted. Interrogation noted eleven shocks and indicated excessive sensed potentials between the bipolar electrodes on the ventricular lead tip and ring. The resistance in the sensing pair of electrodes is >2500 ohms indicating failure of the sensing system. The fractured right ventricular (rv) lead was disconnected from the ICD, capped off and replaced by a new lead. The patient continues to do well following replacement of his ICD lead.